Manufacturer narrative:
Internal complaint reference (B)(4). H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined dueto the limited clinical information provided. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states although the patient experienced a rebleed following a tonsillectomy and adenoidectomy procedure using the s&n coblation halo wand, the requested clinical documentation has not been provided. Therefore, the clinical root cause for the reported rebleed and subsequent procedure could not be confirmed. No further medical assessment can be rendered at this time. Should any additional clinical information be provided, this complaint will be re-evaluated. Based on the limited information provided we are unable to conclude on factors known to contribute to the alleged report. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference number: (B)(4).

Event description:
It was reported that after a tonsillectomy and adenoidectomy using the coblation halo wand, the patient´s adenoid rebleed in post-anesthesia care unit. The patient had to go back to the or the same day of surgery to get cauterized to stop the bleeding on the adenoids. The surgeon removed several clots from the back of her throat, and the patient lost 350cc¿s of blood that was suctioned out of the patient¿s stomach. No further complications were reported.